Manufacturer narrative:
The lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two full breached outer insulation degradations were noted adjacent to the connector boot region exposing the outer coil. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two full breached outer insulation degradations were noted adjacent to the connector boot region exposing the outer coil. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.